Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12l15026, h12k14021, and h12j28015 and no exceptions were observed that were related to the reported condition. The root cause could not be determined.

Event description:
It was reported that a patient was diagnosed with peritonitis, manifested by hazy peritoneal dialysis (pd) effluent and abdominal pain, coincident with therapy for pd. Pd therapy was ongoing. The patient was treated with vancomycin, intra-peritoneally (dose unknown), and levaquin, orally (dose unknown), for the peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. The patient was recovering from the abdominal pain and had recovered from the hazy pd effluent. (B)(4). This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.